Event description:
Event description guidant received information that during the device replacement procedure, this lead exhibited high out-of-range impedance values when measured through the pacing system analyzer. In addition, it appeared the lead was fractured distal to the connector pin, due to clavicle-first rib entrapment. The lead was then surgically abandoned and replaced.